Event description:
Physician had placed a 6f sheath into the artery. He then exchanged for an 8fr sheath. Prior to placing the larger sheath, he preclosed the artery with 2 percloses. The first 2 broke( this stitch can break prior to it being deployed and this is not uncommon). The third perclose the rubber tubing part of the device broke completely off of the metal part of the device became stuck in the patient's left femoral artery. With another physician's assistance, the first physician proceeded to do a full cutdown of the left femoral artery to find and remove the rubber piece that broke off. The defective device will be given to our abbott representative.